Event description:
Medwatch (B)(4). It was reported that partial deployment occurred requiring additional intervention. A 8 x 150 x 130 innova vascular was selected for use. The stent was placed in the left superficial femoral artery (sfa) and deployed; however, the stent did not fully expand towards the last part. The entire system was pulled to deliver the remaining 30 mm of the stent once the stent stopped deploying using the thumb wheel. The stent elongated. A non-boston scientific balloon was used to open the rest of the stent. The balloon got stuck inside the stent resulting in prolonged fluoroscopy time to remove the balloon. After several attempts, the balloon was removed from the patient.